Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, while on vessel ligation stage, it was reported that there was a clip malformation. Opened a new device to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The first instrument was received partially applied with thirteen remaining clips. The second instrument was received partially applied with five remaining clips. Visual inspection of the instruments revealed no abnormalities. Three clips were received in a small bag, one properly formed clip, two malformed clips, the malformed clips have instrumentation markings indicating a clip over clip application. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycle and returned to the open position and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.